Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The on/standby switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the screen displayed a system reboot alarm. There was no report of patient involvement.